Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number for any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4).

Event description:
A surgeon reported that one day following intraocular lens (iol) implant surgery, a "defect" was noted in the optic. The iol was exchanged. In a follow-up, the surgeon reported that scratch marks were noted in the center of the optic of the lens. Additional information has been requested.